Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Reportedly, the pump was dropped onto a hard surface. The customer's blood glucose level was 567 mg/dl. Customer administered a manual injection to address their bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.